Manufacturer narrative:
No report of patient involvement. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.¿ a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch and the vacuum regulator were replaced. The unit was returned to service.

Event description:
The hospital reported the bag/vent switch is not operating as expected and the vacuum regulator had a cracked tubing nipple creating an inability to perform fluid suctioning. There was no report of patient involvement.